Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the carelink monitor was not able to complete the send phase of the remote transmission. The disposition of the monitor is unclear at this time. No patient complications have been reported as a result of this event.